Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After three days post filter deployment x-ray of kub and upper gi series was performed, and the images showed the inferior vena cava filter at a 30-degree angle with the apex directed towards the right upper quadrant. Approximately eleven years post deployment computed tomography (CT) scan of abdomen and pelvis without contrast was performed and revealed filter was in good position. And projected one of the filters struts into the lumen of the aorta. There was no abdominal aortic aneurysm. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with gastric bypass surgery. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain ; however, the current status of the patient is unknown.